Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). During the routine maintenance a livanova representative identified the reported issue. The technician was able to trace the failure to a defective patient pump, due to a mechanical stuck bearing. The technician replaced the pump to resolve the reported malfunction. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side. This issue was identified by a livanova field service representative during routine maintenance. There was no patient involvement.